Event description:
As reported by edwards field clinical specialist, during a transcatheter mitral valve replacement with a 23mm sapien 3 ultra resilia (s3ur) valve inside a non-edwards mitral surgical valve, the valve embolized into the ventricle and the case was converted to surgical. During deployment, the valve advanced too deeply and embolized into the ventricle. A decision was made to convert to an open surgical case. The s3ur valve was explanted. The perceived root cause of the valve embolization was a misinterpretation of the orientation marker, specifically, the dots on the surgical valve were mistaken as indicating an aortic approach, when they were meant for a mitral approach. This confusion led to the valve being positioned too deep, resulting in embolization. There was no allegation of edwards device malfunction.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results indicate that procedural factors (misinterpretation of the orientation markers) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections h6: type of investigation, investigation findings, and investigation conclusions and h11 have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter mitral valve replacement (tmvr) procedure. In this case, the orientation markers on the pre-existing non-ew surgical valve were misinterpreted for aortic approach, which led to improper valve positioning (too ventricular) resulting in thv embolization into the ventricle after the deployment as reported. In this case, the valve deployment and position and subsequent thv embolizes into ventricle was confirmed based on available information. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. As such, the information available suggests that procedural factors (valve positioning and deployment technique) may have contributed to the complaint event. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.